Event description:
Vloc needle broke in half. Normally appearing gyn anatomy. Endostitch had a manufacturer defect which left a portion in her anterior vaginal cuff, which was removed. Used radiology to find and remove from the patient.